Manufacturer narrative:
Trackwise ID (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the t.w. Power supply s/n #(B)(6) went down and didn't work (broken). Warranty expired (B)(6) 2018. Troubleshooting was done. Plugged in the generator and the two led lights were working fine. Attached demo black extension cable to the non-sterile hp-2 demo and the generator. Activated blue toggle on hp-2 demo and generator worked fine. Generator is working fine and is not broken.